Manufacturer narrative:
User facility / importer report number added.

Manufacturer narrative:
The device, intended for use in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. The likely root cause for the needle tip fracture is when surgeon cycles needle too many times, or advances needle without tissue present between device jaws.

Event description:
It was reported that during a surgery, the device tip broke off, the piece could not be removed. It is unknown if there was a delay in the case or if a backup was available to complete the procedure. Patient injuries were not reported.